Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the (B)(4) cap is detached and not returned; the (B)(4) cap shows a circumferential fracture on the distal side of (B)(4)/cap fusion zone at the bevel edge; the (B)(4) cap also exhibits circumferential fracture on the proximal side of (B)(4) fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; this failure mode is indicative of a fracture beneath the (B)(4) cap; there is misalignment of the (B)(4) cap output window with the red stop sign; the (B)(4) cap is loose within the outer flow tubing; the (B)(4) cap exhibits mild detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 54,700 joules and 6:34 minutes of usage, fiber went into standby and stopped functioning. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed by utilizing second fiber. Patient outcome: "no injury" to the patient reported.